Event description:
It was reported that the patient presented remotely via merlin.net. Reivew of transmission revealed that the implantable cardioverter defibrillator (ICD) failed to identify the transition from supraventricular tachycardia (svt) to true ventricular tachycardia (vt) which prevented high voltage therapy from being delivered. No changes or interventions were reported. The patient was in stable condition.